Event description:
Customer reported that the pump battery depleted too quickly but did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the battery was depleting normally due to settings and usage, particularly the activated bluetooth, and the customer acknowledged this information.